Manufacturer narrative:
(B)(4). Concomitant medical products: 110003634 biolox delta cer lnr lot 3449643, 010000663 g7 pps ltd acet shell 52e lot unk, 51-107090 tprlc 133 mp type1 pps ho 9.0, lot unk. Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Clinical study 517 reported that a patient underwent left total hip antroplasty. Six months post op, the following were reported: mild pain, slight limp, needs support of 1 crutch, moderate trouble washing/drying, moderate trouble getting in or out of car, moderate trouble putting on socks, moderate trouble shopping, moderately difficult to climb stairs, moderately painful to stand up, limping often, pain has moderately interfered with usual work. Attempts have been made and no further information has been provided.